Manufacturer narrative:
The insulin pump alarm during the prime test due to loose motor drive support disk. Unable to verify alarm due to prime fill anomaly.

Event description:
Customer reported that the insulin pump alarmed during manual prime. Nothing further was reported.